Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to according to the instruction manual for the sterilization, there are the following descriptions. It is determined that the indicated phenomenon can be prevented by them" 7.9 cleaning, disinfection and sterilization procedures for reusable parts this section includes the cleaning, disinfection and sterilization procedures for the reusable part listed below. For all other parts, refer to their respective instruction manuals. For the eto [ethylene oxide] cap (mb-156), attach it to the endoscope and sterilize it together with the endoscope as described in ¿eto gas sterilization¿ in ¿7.8 sterilization¿ on page 46. It is suggested that the user facility review the method of device handling according to the instructions for use (IFU). Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
D4. Unique identifier (UDI) number (B)(4).

Manufacturer narrative:
The device was returned, and the evaluation found no additional reportable malfunctions other than those mentioned in b5. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the fiberscope exhibited rupture of curved rubber (due to forgetting to attach ethylene oxide gas mouthpiece during sterilization). There were no reports of patient involvement.